Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead was successfully placed, however quickly became dislodged. The physician attempted to reposition the rv lead and screw it into a different location, however the helix would not extend. The rv lead was removed and a new rv lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).